Event description:
It was reported that during an acessa procedure on (B)(6) 2024, the instruments were not communicating once in the patient. The patient was checked for no metal inside her body. The system was not able to function correctly. The case was aborted and the patient rescheduled. It was believed that the issue was related to the tabletop field generator not functioning correctly. No other information is available.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device at the time of this report as DHR was unavailable. A follow up email will follow with the information. H6: appropriate term/code not available: suggested code : electrical field generator. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
The device was returned for investigation: a visual inspection was conducted and there were minor damages to the bottom of the generator as shown in the files attached. The ttfg was connected to an acessa console and once all required components were successfully connected, it was observed that the console was functioning as intended. Ablation and coagulation tests were also performed and there were no issues found. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.